Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-104903 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2023-104904.

Event description:
It was reported an issue with the device stopping and restarting allegedly by itself, during an infusion of "bivalirudin 5mg/ml" bd interoperability consultant reported the following observations on infusion data: seeing multiple pauses/restarts. Timeframe: 0122 - 0604.  Restarts noted at 0122, 0210, 0243, 0322, 0359, 0439, 0516, 0604.  The same issue was reported to happen on additional module infusing "milirone 0.8mg/ml". Bd interoperability consultant reported the following observations on infusion data: seeing multiple pauses/restarts. Timeframe: 0122 - 0359. Restarts noted at 0122, 0210, 0244, 0321, 0359. There was reported changes in patient¿s vital signs, however no further information was provided regarding interventions and impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported an issue with the device stopping and restarting allegedly by itself, during an infusion of "bivalirudin 5mg/ml" bd interoperability consultant reported the following observations on infusion data: seeing multiple pauses/restarts. Timeframe: 0122 - 0604.  Restarts noted at 0122, 0210, 0243, 0322, 0359, 0439, 0516, 0604.  The same issue was reported to happen on additional module infusing "milirone 0.8mg/ml". Bd interoperability consultant reported the following observations on infusion data: seeing multiple pauses/restarts. Timeframe: 0122 - 0359. Restarts noted at 0122, 0210, 0244, 0321, 0359. There was reported changes in patient¿s vital signs, however no further information was provided regarding interventions and impact.